Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation coverage due to high impedances in the paddle lead. The patient underwent a paddle lead replacement procedure and was doing well postoperatively. The explanted paddle lead was discarded by the hospital.